Manufacturer narrative:
Omit: a25 - no apparent adverse event (3189), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a,g,b,c,d & manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the device had been sent for repair for the fourth time and now the device displays error code 121.2002 and 150-2100 still from the previous defect. The red arrow above the power button starts flashing and the pcu has to be turned off. Patient involvement not confirmed.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device had been sent for repair for the fourth time and now the device displays error code 121.2002 and 150-2100 still from the previous defect. The red arrow above the power button starts flashing and the pcu has to be turned off. Patient involvement not confirmed.